Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was receiving intrathecal unknown baclofen (concentration and dose unknown) via an implantable pump for cerebral palsy and intractable spasticity. It was reported that the patient needed to have her pump replaced due to end of service (eos). The doctor was requesting assistance with where the pump replacement should be done and by whom and where the pump should be placed. It was also reported there was dark purple and red skin around the rim of the pump and the doctor felt that the area may be infected. The reporter did not think it was infected because the pump had not pushed through the skin. It was reported this started "maybe around (B)(6)". It was reported eos was showing as (B)(6) 2024. It was noted the patient had a g tube in the center of the stomach and if the pump needed to be elongated, it would need to be done in a smooth area. The caller was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that there were irritation around the pump site. The also mentioned the pump eroding through the skin and an infection. There were no known environmental/external/patient factors that may have led or contributed to the issue. The healthcare provider (hcp) attempted to replace the pump, but it was removed already. The patient weight and medical history were asked but unknown at this time. The patient status was alive and no injury. The issue was not resolved. Additional information was received from a company representative (rep) on (B)(6) 2024 who reported that the pump had been explanted and the catheter was tied off. The patient would undergo a future replacement at an unknown date.

Manufacturer narrative:
Continuation of d10: product ID 8703w lot# l38431 implanted: (B)(6) 1996 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(6), ubd: 1998-02-12, UDI#: (B)(4). Mdtmdt product ID 8596sc serial# (B)(6) implanted: (B)(6) 2017: product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 2019-03-08, UDI#: (B)(4) product ID 8596sc serial# (B)(6) implanted: (B)(6) 2011: product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 2011-12-02, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.